Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was observed after the device was filled with flucloxacillin and was noted during storage. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from 09/22/2014 to 09/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.